Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. The blood glucose reading was over 500 mg/dl. Prior to the event, insulin was leaking from the unit. The patient was unable to exit the preparing to prime loop. The customer was advised to attach a new infusion set and a new reservoir and restart the priming process. No further information was provided.